Event description:
Additional information reported that patient was not elevated on the transplant list secondary to a device or therapy related issue. The device had operated as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: the patient underwent a routine heart transplant on (B)(6) 2023. There were no device issues reported. It was reported that heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , will not be returned for evaluation. The device operated as expected, and it was reported that the patient was not elevated on the transplant list secondary to a device or therapy related issue. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Although the reported event information did not indicate a device-related hazard, the current heartmate 3 lvas instructions for use (IFU), rev. C, lists adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported through the patient outcome that the patient underwent heart transplantation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the patient underwent a routine heart transplant on (B)(6) 2023. There were no device-related issues reported or identified during evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6). (B)(6) was returned assembled with the pump cable severed approximately 10.5¿ from the pump header. The modular cable and the remainder of the pump cable were not returned. Approximately 4.0¿ of the sealed outflow graft was returned attached to the pump cover outlet port. The sealed outflow graft bend relief was returned over the outflow graft with the outflow graft bend relief hardware engaged. The apical cuff was returned secured with the cuff lock engaged. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no developed depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The lvad (left ventricular assist device) event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. Although the reported event information did not indicate a device-related hazard, the current heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, lists adverse events that may be associated with the use of the hm3 lvas. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was further reported that the patient was on united network for organ sharing (unos) list for last 8 months. The patient was called in from home for donor match.